Event description:
It was previously reported the patient was not able to eat as much. It was also noted ever since the patient experienced the shocking and burning sensation, ¿it doesn¿t seem to be working like it was.¿ the patient only experienced the burning sensation one time. It was also reported the patient had pain in the area for a couple of weeks after that.

Event description:
It was reported the patient had a loss of therapeutic effect and her symptoms returned. Her symptoms included being "full all the time, nauseated all of the time, losing weight, and back to taking her medication which she almost completely discontinued prior to this incident." It was stated by the patient she was going to stop using her feeding tube and was "so disappointed." A burning sensation, and a shocking or jolting sensation was also noted. It was stated the symptoms began "about one month prior to report" when she was at work "pushing a patient in wheelchair and also performing other activities of bending that were required while assisting a patient, then she noticed this shocking burning sensation at her implantable neurostimulator (ins) site." It was noted the patient's ins felt "that way for about 30-45 minutes and then was sore for 3 weeks but it was not sore or tender at the time of report." The patient saw her healthcare provider (hcp) a few days after the incident and was told "everything was firing correctly." The patient had another appointment scheduled with her hcp for (B)(6) 2013. Additional information was requested and if received, a supplemental report will be filed.

Event description:
Additional information received reported that the patient met with their doctor on (B)(6) 2013 and their device concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unclear and there were no abnormal impedances. It was noted that the patient¿s stimulation was increased to 7.5 last month. The patient did not require hospitalization and the patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).